Event description:
Ventricular lead warning, polarity switch on (B)(6) 2020 due to kw impedance. (Less than 200 ohms). Lead manufactured by pacesetter. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).